Event description:
The facility reported an infusion pump with failure code 810:04 which occurred during a pt infusion. The facility's biomed stated that no pt incidents were reported on this pump since the last baxter service event. Although info was requested, none was available regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use.